Event description:
Unomedical reference number 1651600. Event occurred in the united states. On (B)(6) 2023, it was reported that the patient experienced headache, confusion, vomiting, high blood glucose level and she kept getting insulin flow blocked alarm. Therefore, on (B)(6) 2023, at 23:00 hours, the patient went to the hospital due to diabetic ketoacidosis with high blood glucose level of 679 mg/dl. While in the hospital, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. No further information available.